Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks due to noise. Oversensing was noted on the discrimination channel. Hv lead impedance was difficult to measure during interrogation. The device lost telemetry. Noise could not be reproduced with isometrics and pocket manipulation. No further information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device would immediately lose telemetry when attempting to measure the hv lead impedance. Device was reprogrammed and remains implanted. The patient is fine.